Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if, and when, the product is returned and investigation has been completed.

Event description:
It was reported that during a shift check the autopulse platform (s/n (B)(4)) displayed, "out of service; revert to manual CPR," system error. There was no patient involved with this event. No additional information was provided.

Manufacturer narrative:
The autopulse platform (sn:(B)(6) was returned to zoll chelmsford for investigation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number :(B)(6).a visual inspection of the returned platform was performed and found the top cover cracked and the front/bottom enclosures were damaged which unrelated to the reported complaint. In addition, the battery lock was bent and drive shaft was stiff when rotated. The autopulse platform is a reusable device and was manufactured on january 2012. Therefore, these types of physical damage found during visual inspection are characteristic of normal wear and tear for the life of the device. A review of the platform's archive data was performed and archive data indicated multiple faults "system error 132 - internal watchdog timeout" in the archive on 5/4/2016, thus confirming the reported complaint. Functional evaluation of the returned autopulse platform was unable to be performed as a system error -out of service message was observed upon power up, therefore confirming the reported complaint. Further investigation determined that the processor board needed to be replaced to remedy the system error fault. In summary the customer's reported complaint that the autopulse platform displayed system error was confirmed during archive review and functional testing. The root cause was determined to be a defective processor board.